Manufacturer narrative:
Section a2, a3b, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) with serial number (sn): (B)(6) was implanted and then it was noticed that it had a scratch on the optics. The iol was removed from the eye and the standby lens was implanted. Unfortunately, this lens with sn: (B)(6) also had a scratch. However, it was left in the eye. The patient has been informed. No further details were provided. This report is for sn: (B)(6). A separate report will be submitted for sn: (B)(6).

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Section d9: returned to manufacturer on: 16-dec-2024. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: photographs provided by the customer were evaluated. The photographs showed the complaint lens inside the patient's eye. It was observed that there was damage on the edge of the lens along with scratches. The complaint device was received with the plunger rod partially advanced. The device was inspected under magnification. Viscoelastic residue was distributed through the length of the cartridge and the cartridge as well as the cartridge tip showed stress marks; however, the stress marks were in specification for a used device. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected and presented with no issues. The lens was removed from the device and tape, and cleaned. The lens was cut in half and the following was observed: damage to the optic body, cosmetic scratches, and damage on a haptic. The complaint issue "cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during product evaluation could not be confirmed to be related to a manufacturing or design issue. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.